Manufacturer narrative:
The device manufacture and expiration dates have been populated. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. This report contains supplemental information for mentor asr reference number (B)(4). Reason for device explant and/or reoperation: infection, device extrusion, autoimmune disorder. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female patient underwent a breast augmentation revision with saline mentor smooth round moderate plus profile 550cc breast implants and experienced bilateral infection and bilateral device extrusion post-operatively. The patient also reportedly developed hashimoto¿s disease. As a result, the patient underwent bilateral explantation on (B)(6) 2017. The patient also reportedly underwent a bilateral tissue transfer. This report is for the left breast prosthesis. This report contains supplemental information for mentor asr reference number (B)(4).